Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for (3) unknown screw/unknown lot number. Possible screws were three of the following: 3.5 mm cortical screws, 3.5 mm locking screws, and/or 2.7 mm locking screws. Possible part family. Cortical screws: trimpa31f002. Locking screws: trimpa31f001. Original surgery was about 6 months ago. Concomitant devices reported: 3.5 mm locking compression clavicle plate (part # 02.112.095, lot # 9853821, quantity 1) unknown screw (quantity 5). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal clavicle plate and eight screws, that were implanted approximately six months prior, were explanted on (B)(6) 2017 after the patient suffered a post-operative non-union. Reportedly the three of the eight previously implanted screws had pulled out of the bone on the medial side of the plate. The length of the screws is unknown as they were not measured upon removal but the screws were reported to be three 3.5 mm cortical screws, one 3.5 mm locking screws, and four 2.7 mm locking screws. A 2.7 mm / 3.5 mm variable angle lateral anterior clavicle plate was implanted after the previously hardware was easily removed without any additional medical intervention. There were no surgical delays and no fragments were generated during the removal of the hardware. X-rays were taken related to the complained event but are not available for review. The patient's status was reported to be stable at the end of the surgery. No additional information is available. This complaint involves three (3) devices. Concomitant devices reported: 3.5 mm locking compression clavicle plate (part # 02.112.095, lot # 9853821, quantity 1) unknown screw (quantity 5). This report is 1 of 1 for (B)(4).